Event description:
A pathology report found traces of pseudo alitomatosis during the eval of a tissue biopsy that was obtained from the ascending colon of a pt. The microscopic evaluation revealed benign colonic mucosa with normal inflammation without evidence of exudate. Tissue morphology revealed some bubbly or clear spaces in the lamina propria that are due to adipose tissue, but rather have been shown to be a reaction to the aldehyde cleansing solution on the endoscope. The final diagnosis was benign colonic mucosa with no evidence of lymphocytic colitis, collagenous colitis or acute inflammation. Although the event resulted in an alteration in the biopsy specimen, the event did not affect the pathologist's ability to provide a diagnosis from the specimen. No reports of pt injury have been received to date.